Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was not received by the manufacturer.

Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the black tip of the neuron select 5f select catheter (5f select) came off upon removal from the packaging. The tip of the 5f select came off prior to use and therefore, the 5f select was not used for the procedure. The procedure was completed using a new 5f select.